Event description:
Unit was unplugged by a staff member of the operating room unintentionally thinking it was from a different device and after several hours of troubleshooting with an endocare service representative we still couldn't get the unit up and running, resulting in cancellation of procedure.